Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest blood glucose of 284 mg/dl for approximately 6¿7 hours while using a 23" teflon 6 mm inset infusion set, with alerts for high glucose and subsequent disconnection from the device to administer a manual insulin injection; troubleshooting included guidance to inspect the infusion site for leaks, replace the infusion set, monitor glucose, and delay reconnection for two hours after the manual dose. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy prior to the manual injection, no ketone testing, and no medical intervention or assistance required. Investigation included user interview and troubleshooting and education with recommendations for infusion set assessment and replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.